Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A report of low glucose scan values was received while using the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer experienced trembling, dizziness, nausea, fear, and was unable to treat themselves. Emergency services were called and brought the customer to the hospital where a blood glucose test of 864 mg/dl was obtained in the hcp meter with no comparison scan performed. The customer was provided intravenous glucose, potassium, and insulin for a diagnosis of dka. No further information was provided. There was no report of death or permanent injury.